Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occured during ep studies and procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was failing to boot up and malfunction with the ippc. The fse replaced the ippc and hdd. After replacement of the ippc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.

Event description:
It was reported to philips that x-ray was unavailable due to the image store being unavailable. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc. The device was returned to expected functionality.